Event description:
It was reported that during a pump refill there was a problem updating the programming. The nurse was having difficulty with the procedure and the programmed showed ¿reposition head¿ three times and then it displayed a ¿fatal program error.¿ she re-interrogated the pump and the pump was stopped. The programming was updated successfully. The device system was being used to deliver remodulin. There were no patient symptoms related to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, lot# serial# unknown implanted: explanted: product type: programmer, physician. Product ID: 10642, lot# j1105884r serial# product type: catheter product ID: 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. (B)(4).